Manufacturer narrative:
Continuation of d10: product ID hh9030scs lot# serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported they weren't doing well with the therapy settings they had for several months as they have very bad neuropathy on one side and spinal stenosis on the other side and the therapy only was helping about 50% and they think their neuropathy was getting worse. Patient saw representative (rep) a week or two ago for reprogramming, after which the stimulation was so strong and buzzing them too much all over their left leg and foot and halfway up their right leg and across their lower back and it was just so much and they haven't slept in a couple of days because it's so strong. Patient stated they were trying to turn the stimulation down a couple of days ago and they pushed too many buttons and are not good with technology and now the mystimpc app is gone from their handset. Patient spoke to rep today who advised them to call for a new handset. Agent had patient access screen with all apps listed and patient confirmed mystimpc app was not there. Agent sent request to repair for replacement handset and redirected to rep and healthcare provider to further address therapy issue.